Event description:
It was reported that a patient presented remotely via meriln.net. Review of the transmission revealed oversensing resulting in inappropriate mode switch episodes on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was not known.